Manufacturer narrative:
(B)(4). Concomitant medical products: quick-connect handle item# 00590103400 lot# 63093034. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured while impacting trials. The case was finished with another set. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device is fractured. All pieces returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The device has a potential field age of over eight years, and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.